Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant during a transcatheter aortic valve implantation. The patient's aortic valve angle was 50 degrees. During procedure, a pre-dilatation was performed with a 19mm balloon. The valve was deployed, and one of the retainer tabs of the valve got stuck in the delivery system. The valve migrated towards the aorta once the valve was released. The implant depth at 80% was 3mm at the non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). At release prior to migration, the implant depth was 3mm at the ncc and 3mm at the lcc. The valve was snared into the ascending aorta. A 25mm navitor vision valve was then implanted inside the index valve. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be recovering at the hospital.

Manufacturer narrative:
It was reported that one of the retainer tabs of the valve got stuck in the delivery system during deployment causing the valve to pop-up. Also reported that the valve migrated towards the aorta once the valve was released. Information from field indicated that the implant depth prior to migration was 3 mm at the non-coronary cusp and 3 mm at the left coronary cusp, at optimal depth. There was sufficient calcium to allow anchoring of the device and no re-sheaths were performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that operational difficulties when deploying the valve may have resulted in reported migration of valve. However, this could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the valve was snared into the ascending aorta. The reported surgical intervention is due to valve-in-valve implant inside the index valve. Based on the information received, the exact cause of the reported migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.